Manufacturer narrative:
(B)(4).

Event description:
It was reported that "recurrent issue with those devices: loss of pressure reading, unable to withdraw from arterial. The devices are not functional quickly, sometimes less than 24 hours in use.". The patient had no harm or injury. The associated emdr report numbers are 3006425876-2025-00208.

Event description:
It was reported that "recurrent issue with those devices: loss of pressure reading, unable to withdraw from arterial. The devices are not functional quickly, sometimes less than 24hours in use.". The patient had no harm or injury. The associated emdr report numbers are 3006425876-2025-00209 and 3006425876-2025-00208.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs of use were observed inside the catheter body. Visual inspection of the catheter revealed a kink on the body directly adjacent to the juncture hub; however, per the additional information provided by the customer, they indicated that there was no kinking or damage observed on the catheter after removing. No other defects or anomalies were observed. The kink on the catheter body measured 1mm from the juncture hub. The catheter body length measured 54mm, which is within the specification limits of 52mm-56mm per the catheter product drawing. The inner diameter of the catheter body tip measured 0.58mm, which is within the specification limits of "the catheter tip must allow the pin to be inserted from = 0.58mm to a depth of at least 2mm reversible tip deformation during the test is acceptable" per catheter product drawing. A lab inventory guide wire was inserted into the catheter tip. Resistance was encountered due to the build-up of congealed biological material; however, the guide wire was still able to pass through the entire catheter. Performed per IFU statement, "hold guidewire in place and remove introducer needle. Hold guidewire in place and remove catheter if catheter/needle assembly is used". A lab inventory syringe filled with water was attached to the catheter and flushed. No obvious blockage/resistance was encountered. The catheter appeared to flush as intended. The test was repeated by applying a bending force at the location of the kinking. When the syringe was flushed, the fluid encountered more resistance when passing through the catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The IFU also states, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The IFU also states, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". The report of a damaged arterial catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed a kink adjacent to the juncture hub of the catheter. The instructions-for-use provided with this product warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". Despite the damage, it cannot be confirmed if the kink caused the functionality issue as the customer indicated that they did not observe any damage upon removal of the catheter. No evidence of a manufacturing issue was observed, and a device history record review performed on sales history did not identify any relevant findings. Based on the condition of the catheter and the report that the damage was observed during use, it could not be confirmed if the kinking contributed to the event. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.